Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 09/24/2019. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained and returned testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). No deficiency has been determined for e3+ lot j19078.

Event description:
Na.

Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding I-stat e3+ cartridges that yielded a suspected discrepant potassium results on a patient scheduled forearm surgery. There was no patient information available at the time of this report. Return product is available for investigation. Method: I-stat, date: 08/23/2019, collected: 10:30, tested: 10:32, result: 8.9 mmol/l, sample: a. Cobas, 08/23/2019, 11:09, 11:27, 4.2 mmol/l, b. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.